Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only.providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made single ¿dinging noise¿ then shut off. The rn called for assistance with the pump malfunction . When they attempted to turn it back on, a small circular icon in the center of the screen popped up and spun consistently. It was attempted to reboot two other times to no avail. She was able to switch out the console successfully and complaint information was collected. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) stated that customer has not requested service. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. H3 other text : repair is not done by getinge.

Event description:
N/a.